Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow up. It was noted that the atrial lead has dislodged one day after its implant surgery and dropped into the right ventricle, but the medical team did not notice it on the post-operation x-ray. The lead was explanted and replaced. The patient was stable.